Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to upgrade the patient to a biventricular implantable cardioverter defibrillator (ICD) with the removal of a malfunctioning atrial pacing lead to gain access from an occlusion. The patient was prepped for an open heart procedure in the event of a complication. A 9fr venous sheath was placed in the left femoral vein for temporary pacing due to 3rd degree heart block. The target lead was a sjm 1388 implanted in 2007. The device was located in a sub-pectoral placement below the left delto-pectoral groove. Lead was unscrewed successfully with a clearing stylet and cut to place the spectranetics lead locking device (lld) ez to the tip of the lead. The physician chose to start with a spectranetics 12fr glidelight laser sheath and 33cm spectranetics visisheath dilator sheath. The physician successfully lasered to the innominate/superior vena cava (svc) junction, noting moderate binding throughout this segment. It was at this time he decided to switch to a spectranetics 11fr tight-rail rotating dilator sheath due to the flexibility of the device to navigate the svc. Physician noted moderate binding in the svc, but was successful in removing the atrial lead. The tip of the lead was easily removed with traction/counter traction. Once the lead was removed a j tipped guide-wire was placed to maintain access for re-implant. At this time it was noted that the guidewire followed the path of the pericardial sac and the physician realized there was a perforation at the level of the svc/right atrial junction. There were no hemodynamic changes to the patient nor visual indications of intra-cardiac or extra-cardiac complication. However, due to the track of the guide-wire, the physician made the decision to have a controlled intervention with the surgical backup team. Tight-rail was not removed from its location until the surgeon was in the targeted spot for vascular control. It was noted that there appeared to be a 2cm tear located approximately 1-2 cm above the svc/atrial junction. Once the tear was sutured with primary closure the tight-rail was removed to identify any further complicated spots in the vascular system. None noted and the patient's sternum was closed and drains placed. Patient survived procedure.